Manufacturer narrative:
Reported x-ray date of (B)(6) 2015, rather than (B)(6) 2012. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional medical record number for this patient is (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional medical record numbers for this patient include: (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: on (B)(6) 2012, the patient was involved in a motorcycle accident and presented to the emergency room where x-rays and CT (computed tomography) scans were performed. In addition to the original event description, it was noted that the comminuted pieces were tied together using a competitor suture wrapped around the plate. A 5cc of demineralized bone matrix (dbx) was used around the clavicle. The procedure was completed without complications. Somewhere between (B)(6) 2012 and (B)(6) 2012, the patient felt a pop in his right shoulder. During the explant surgery on (B)(6) 2012, seven (7) screws and both pieces of the broken plate were removed then the right clavicle was irrigated and debrided. Thereafter, a bone biopsy and wound cultures were obtained, which ended up being negative for infection. In addition to the above information, a 3.5 locking compression plate (lcp) was utilized on the right clavicle. There were three (3) holes that were going to be on the proximal and distal segments of each. The reduction was checked under fluoroscopy and it appeared to be good. Then, a whirylbird push-pull device was placed in the 3rd most distal hole to reduce that fairly into the plate. Then a 3.5 cortical screw was place in the third most proximal hole. Lag screws were also placed in the two (2) most distal and two (2) most proximal holes. A 2.4 cortical interfragmentary screw was placed and held the large fracture fragments in the middle portion together. Dbx and cortical-cancellous allograft chips were placed in the void of the nonunion on the posterior aspect of the clavicle pin.

Event description:
It was reported that a patient experienced two postoperatively broken clavicle plates. On (B)(6) 2012, patient underwent an open reduction internal fixation (orif) to treat a right comminuted midshaft clavicle fracture, during which an eight-hole clavicle plate along with an unspecified quantity of locking and cortex screws were implanted. On (B)(6) 2012, the patient felt a snap in his shoulder and an immediate onset of shoulder pain. On an unspecified date, medical diagnostic testing revealed that the plate had broken. On (B)(6) 2012, the patient underwent surgery to remove the plate in order to rule out infection. On (B)(6) 2012, the patient underwent a second orif wherein a new eight-hole clavicle plate was implanted along with an unspecified quantity of locking and cortex screws. On or about (B)(6) 2013, patient felt a pop in his right shoulder and an immediate onset of severe shoulder pain. On an unspecified date, medical diagnostic testing revealed that the plate had broken. Patient has reportedly not fully recovered from his injury. This is report 1 of 2 for complaint (B)(4). This report is for the originally implanted unknown clavicle plate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Event date: date unknown. This report is for an eight-hole right clavicle plate, part and lot numbers unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.